Event description:
It was reported that continuous glucose monitor displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and error message did not appear again after reset, with no additional actions reported.